Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, 95% stenosed, de novo left circumflex artery (cx) lesion. Pre-dilatation was performed with a non-abbott device and a 3x33mm xience prime drug eluting stent system (des) was implanted. After post-dilatation with a nc balloon a distal edge dissection was noted. Another xience prime des was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime / xience prime small vessel, and xience prime long length, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure.based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.